Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: h6: investigation summary one hundred and eleven samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review was completed for provided lot number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 5 bd safetyglide¿ needles were found blocked while drawing up vaccines prior to use. The following information was provided by the initial reporter: "product issue: not able to pull anything up into the product once it's connected to the syringe... Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries?: no/no/no was issue being described noted before, or during use?: issue was noted during use as vaccines were being drawn up what was the procedure being performed, please provide details: attempted to draw up immunizations. Once needle connected to syringe, syringe plunger could not be drawn back. Disconnected needle from syringe. Needle plunger could then be moved without issue. What was the medication being used for the procedure? Various immunizations and im medications was there a delay of, or change in, the course of treatment due to the event? No delay of care."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd safetyglide¿ needles were found blocked while drawing up vaccines prior to use. The following information was provided by the initial reporter: "product issue: not able to pull anything up into the product once it's connected to the syringe... Was there any patient involvement? What is the patient outcome? Is there any adverse events/serious injuries?: no/no/no was issue being described noted before, or during use?: issue was noted during use as vaccines were being drawn up what was the procedure being performed, please provide details: attempted to draw up immunizations. Once needle connected to syringe, syringe plunger could not be drawn back. Disconnected needle from syringe. Needle plunger could then be moved without issue. What was the medication being used for the procedure? Various immunizations and im medications was there a delay of, or change in, the course of treatment due to the event? No delay of care."